Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 341 mg/dl. The cause was not known. A correction bolus via the pump was delivered to lower the bg to target level. As the bg was not high at the time of the report, tandem technical support advised the customer to discuss the high bg with a healthcare provider.